Manufacturer narrative:
Na.

Event description:
A us distributor contacted zoll to report that a patient developed open wounds under the lifevest equipment. Patient described the area as bed sores on the back where the te pads sit that are red and bleeding. There was no alleged device malfunction contributing to the wound. There is no indication that the patient received medical intervention. Outcome of the irritation is unknown.